Event description:
The healthcare provider confirmed that the 8840 did not prompt bridge bolus when changing drugs. She had never seen that before and has not seen it again. It was unknown why it did not show up. It did not have an adverse effect on the patient. The patient was doing fine. It was noted that the patient had really bad pain issues but was doing better thanks to the pump therapy.

Manufacturer narrative:
Programmer: model ptm, lot# unk; programmer: model 8840, lot# unk; catheter: model 8709sc, lot# n186100013, implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4)

Event description:
The hcp reported the pump drug concentration was changed from dilaudid 20 mg/ml to 25 mg/ml. The pump also contained ropivacaine 8 mg/ml, this concentration was unchanged. The dilaudid daily dose was increased from 8.991 mg/day to 9 mg/day. The ropivacaine changed from 3.6 mg/day to 2.88 mg/day. Per the pump print out, the programming change occurred (B)(6) 2011. The bridge bolus information did not appear on the pump print out. The hcp remembered seeing a prompt on the programmer before updating that reminded her she needed to perform a bridge bolus, but she had already entered the bridge information on the previous screen; so the hcp acknowledged the prompt and updated. It was possible that the hcp may have inadvertently selected "no bolus" after filling out the bridge bolus information. The hcp was not that concerned as the dose concentration change was minimal. A follow-up report will be sent if additional information becomes available.